Event description:
It was reported the patient's ipg was suddenly unable to communicate with external device. The ipg was explanted and replaced. The patient experienced effective stimulation coverage postoperative. The device will not be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.